Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted: (B)(6)2014; 5076-45 lead implanted: (B)(6) 2014.

Event description:
It was reported that there was decreased battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.